Event description:
It was reported that a merlin.net transmission revealed the right atrial lead exhibited noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2013, new information notes that the same issue on noise showed up again. The patient would be continued to be monitored.

Event description:
On (B)(6) 2014 additional information notes the lead continues to exhibit noise. The patient would be followed closely.